Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The analyst noted that the helix can not be tested when the distal conductor is distorted within the connector. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead difficulty was encountered with retracting the helix. The ra lead was not used and a replacement was implanted. No patient complications have been reported as a result of this event.